Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the lead j shape was too open making it difficult to position the lead into the right atrial appendix. The physician elected to no longer use the lead and use another one. The procedure was completed without complications. The patient was in stable condition post surgery. The lead was discarded at the clinic and would not be returned for evaluation.